Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that upon initial interrogation this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault. In addition, the device hardware was not detecting the loss of battery energy. The battery status indicators were not reflection the depletion condition and were inaccurate. Hence, this should not be relied on to determine the depletion status of the device. The device was malfunctioning and should be replaced then return for detailed analysis. Additional information received indicated that the device was explanted due to product performance issue. A new device was implanted. No additional adverse patient effects reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that upon initial interrogation this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault. In addition, the device hardware was not detecting the loss of battery energy. The battery status indicators were not reflection the depletion condition and were inaccurate. Hence, this should not be relied on to determine the depletion status of the device. The device was malfunctioning and should be replaced then return for detailed analysis. Additional information received indicated that the device was explanted due to product performance anomaly. A new device was implanted. No adverse patient effects were reported.